Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The timing was less than ten hours from the low battery alert to the replace battery now alarm. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.